Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to a loss of connection to the internal device and non-auditory stimulation. The patient was reimplanted with another cochlear device during the same surgery.